Manufacturer narrative:
No pump error noted during testing, however noted in trace download analysis due to moisture damage. Unit passed occlusion test, force sensor test, basic occlusion test, prime/seating test, rewind test and displacement test. During visual inspection, found motor and electronic stack moisture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had alarm which is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer's blood glucose level was unknown at the time of incident. Customer stated that they were able to clear the alarm and also were able to rewind the insulin pump. Customer stated that the insulin pump did not pass the displacement verification test. The insulin pump will be returned for analysis.